Event description:
It was reported that the patient¿s right implantable neurostimulator (ins) was not responding at all. It was noted that the reporter could only get the 9v battery to illuminate on the programmer. It was noted that the left ins was responding and that she saw all 3 green lights illuminated. It was noted that the battery went off on the day prior to report. It was noted that the battery was turned back on but went off again a few hours later. It was further noted when it went off again that they were unable to turn it back on. It was noted that the patient experienced a loss of therapeutic effect. It was reported that the symptoms began to occur following a fall. It was noted that the patient fell around ¿the end of last month¿ and that the patient fell again while running on tuesday prior to report. It was noted that the patient was a little sluggish. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0348830v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0343991v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).